Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-04970. It was reported that a burr became stuck on wire. The target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, the 1.25mm rotalink plus was delivered by dynaglide at the location where it just came out from the guiding catheter. It was noted that the burr was stuck with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned connected together. A guidewire was returned running through the rotablator device. The rotawire could be removed from the device. The guidewire was noted to be kinked. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The annulus was examined and no issue was noted. No issues were noted with the exposed brass on the plated back half of the burr. A test guidewire could be advanced through the units without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-04970. It was reported that a burr became stuck on wire. The target lesion was located in the mildly tortuous and severely calcified second right posterolateral segment artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, the 1.25mm rotalink plus was delivered by dynaglide at the location where it just came out from the guiding catheter. It was noted that the burr was stuck with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.